Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side pain," swollen lymph nodes under the arm for a while, severe fatigue, and capsular contracture, baker grade unknown. Additionally, healthcare professional reported "patient¿s concern with the product." Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional later reported autoimmune/connective tissue - symptoms of, and deflation that are not device related. The device has been explanted.

Event description:
Patient reported right side "severe fatigue" (which are not device related), "swollen lymph nodes under the arm for a while", "so much pain" and "capsular contracture, baker grade unknown." Healthcare professional reported exchange from textured to smooth breast implants due to the patient¿s concern with the product. Later, patient reported the following events that are not device related: "hemolytic anemia and autoimmune issues. Patient stated they had their implants drained". Healthcare professional confirmed "has an implant deflation done." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Malaise-ndr: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders-ndr: unable to observe since it is not related to the device. Other-medical-ndr: unable to observe since it is not related to the device. Deflation-ndr: observed an opening on posterior and anterior assessed as surgical damage and observed a broken plug strap assessed as an unidentified (tear) opening lymphadenopathy: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side pain," swollen lymph nodes under the arm for a while, severe fatigue, and capsular contracture, baker grade unknown. Healthcare professional reported bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and lymphadenopathy.

Event description:
Patient reported right side pain," swollen lymph nodes under the arm for a while, severe fatigue, and capsular contraction". Device remains implanted.